Event description:
Additional information was received and stated, it was difficult to confirm about the replacement lens. The director mentioned the patient's sensitivity and maladaptation rather than directly mentioning the lens refractive error.

Manufacturer narrative:
Additional information was provided in b.5., d.9., h.3., h.6 and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intra ocular lens (iol) returned in the iol case. Solution is dried on the iol. Both haptics are intact. The optic is torn split cut and scratched marked rejectable. Power and resolution testing could not be conducted due to the optic damage. A malfunction has not been indicated or information provided that the lens was the cause of the event. Further analysis was not possible due to excessive optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced post-operative refractive error and patient complained of discomfort. So the lens exchange was performed.